Event description:
Head of bed was elevated. Suddenly and without warning it collapsed. Wife struck head. Injury not severe but if it had struck the headboard harder, she could have been knocked unconscious or even had a serous spinal neck injury. Bed was "drive delta pro bedfull electric" item 491760037007. Bed was repaired by seller. Feel the collapse could happen again. Bed not safe.